Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal cover fell off but was recovered from the patient. The problem occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure which was completed with the same device. There were no reports of patient harm or impact.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Manufacturer narrative:
Additional information: e2, e3, h2, h3, h6. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.